Event description:
It was reported that a clearlink continu-flo solution set had broken tubing. Reportedly, the tubing broke while behind the infusion pump's door. It is unknown if there was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.